Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary #the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's wife called to report that patient was acting confused, forgetful, and having difficulty forming words. Patient does have history of previous ischemic cerebrovascular accident (icva) with some residuals. On (B)(6) 2018 head computed tomography (CT) was negative for any acute neurological changes. Neurology states that due to previous stroke residuals and low hemoglobin (hgb) on admission, this is likely cause of patient's confused/forgetful state. They did not classify as a stroke or transient ischemic attack (tia). Endoscopy (egd) on (B)(6) 2018 and esophagogastroduodenoscopy (egd) showed gastric body bleeding noted at previous hemoclip site, additional clip placed. Patient was transfused two units of packed red blood cells (prbc). Patient remains admitted to stepdown unit at this time awaiting a therapeutic international normalized ratio (inr) in order to be discharged home. No changes were made to the patient's anticoag regimen. The team is hopeful he will be discharged by monday. No further patient complications have been reported as a result of this event.